Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer felt fine and refused troubleshooting. The customer tried to had bolus setup or bolus wizard checked. Customer stated that they did something wrong on their end and they already figured it out and don't need my assistance anymore. The insulin pump was not returned for analysis.